Manufacturer narrative:
E1:(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an endoscopic submucosal dissection (esd) procedure the electrosurgical knife wire was fractured. The procedure was completed with a similar device. There were no reports of patient harm.